Manufacturer narrative:
Citation: tsukube t et al. Reconstruction of right ventricular outflow tract with stentless xenografts in ross procedure. Artif organs. 2002 dec 11;26(12):1055-9. Doi: 10.1046/j.1525-1594.2002.07005_3.x. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of a stentless aortic valve as an alternative for right ventricular outflow tract reconstruction as one part of the ross procedure. All data were collected from a single center between january 2000 and august 2001. The study population included 9 patients (predominantly male; mean age 40 years), all were implanted with medtronic freestyle bioprosthetic valves (no serial numbers provided). It was noted that 25- and 27-mm prosthesis sizes were used. Among all patients, one death occurred due to a ventricular arrhythmia at 5 months post implant. It was reported that the patient¿s cardiac function was normal during follow-up echocardiography. Based on the available information, medtronic product was not directly associated with the death. Among all patients, adverse events included: severe regurgitation of the implanted pulmonary autograft requiring aortic valve replacement, mild-moderate transpulmonary valve pressure gradient, mild aortic regurgitation, and mild tricuspid regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.